Event description:
Pt had an uneventful refractive procedure in the right eye. Pt developed diffuse lamellar keratitis (dlk) three days post operation. Visual acuity post-op 20/40. Flap was lifted and rinsed twice and floated and irrigated once.